Event description:
A report was received that the patient was burned. The symptoms were redness and it was the size of a quarter. The physician prescribed some medical cream. The burn was healed and the patient was reportedly doing well.

Manufacturer narrative:
Boston scientific initiated a class ii recall of charger 1.0 as a result of patient's receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 have been investigated and the associated cause has been identified. Co is no longer manufactures or distributes charger 1.0 devices. This is the final report.